Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for unrelated reasons. Upon review, the implantable cardioverter defibrillator exhibited intermittent right ventricular undersensing and inadequate high voltage therapy. The high voltage shocks did not convert the ventricular arrhythmia. Programming changes were made during defibrillation threshold testing. The patient was discharged.